Event description:
Hill-rom received a report from a hill-rom technician stating the scale on the unit was not accurate. The bed was located at the account in storage. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the scale not reading accurately due to the scale out of calibration and off by 10 lbs. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician calibrated the scale system to resolve the issue. Based on this information, no further action is required.